Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge error messages while attempting to load the cartridges onto the pump. The customer's blood glucose level was not impacted. After each occurrence, the customer was able to successfully load a cartridge.